Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 25-oct-2022 h6: investigation summary it was reported the needles are blocked at the tip of the needle. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and six photos were provided for evaluation by our quality team. A visual inspection was performed. First, with a 10x magnifier lens and then with a 30x microscope and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution expelled with a normal flow. The photos show a needle with a foreign matter at the needle point. This is identified in the photos with a red circle. No other information could be obtained from the photos. A device history record review was completed for provided material number 305125, lot number 0301770. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered.

Event description:
It was reported that the 25 g bd¿ needle 1 in. Single use, sterile was clogged. The following information was provided by the initial reporter: the needle was inspected under optical microscopy and we found what appeared to be ¿blockage¿ near the tip of the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the needles are blocked at the tip of the needle. To aid in the investigation, six photos were provided for evaluation by our quality team. The photos show a needle with a foreign matter at the needle point. This is identified in the photos with a red circle. No other information could be obtained from the photos. A device history record review was completed for provided material number 305125, lot number 0301770. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 25 g bd¿ needle 1 in. Single use, sterile was clogged. The following information was provided by the initial reporter: the needle was inspected under optical microscopy and we found what appeared to be ¿blockage¿ near the tip of the needle.